Event description:
The advocate stated her grandmother received a blood glucose reading of 118 mg/dl from her contour and a reading of 266 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement test strips were sent to the customer.